Manufacturer narrative:
Batch review performed on 16 september 2019: lot 1900222: (B)(4) items manufactured and released on 09-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 16 september 2019. Batch review for ball heads: mectacer 01.29.211 biolox delta ceramic ball head 12/14 ø 36 size xl +8 (k112115) lot. 186552. Lot 186552: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the head from the liner, which was caused when the patient was using the restroom 6 days after the last surgery. The surgeon performed a closed reduction 6 days after previous surgery and no implants were revised. The procedure was completed successfully.